Event description:
Report of a fractured midline.

Manufacturer narrative:
The complainant reported that the midline catheter was removed on (B)(6) 2024 after being in place for four days. A fracture was observed upon removal. The complainant is a mobile provider and stated that she was not sure if the fracture was device-related or it was caused by the site maintaining the line using a small syringe and excessive force during line maintenance; however, the approach used to maintain the line is unknown. The line was returned to avi on 03 dec 2024. A break was observed at the 6.3 cm mark and indications of previous kinks in the line were observed at the 2.9 cm, 5.1 cm, and 7 cm marks. Stretched material at the location of the break indicated that the break was caused by internal pressure. Blood was found in the lumen from the point of the break (6.3 cm) to the tip of the catheter (13 cm), but the amount of blood did not occlude potential flow. The needless connector attached to the line to maintain line pressure and prevent incursion of blood was not the connector provided in the avi convenience kit. The review of the lot history record did not identify any nonconformances. The break in the line was confirmed, but a root cause could not be determined.